Manufacturer narrative:
(B)(4).

Event description:
They were unable to aspirate the catheter when doing a pump replacement case. There was a "leak" in the pump pocket site. They planned to revise the proximal portion of the catheter. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.